Event description:
The customer reported being hospitalized for low blood glucose of 16mg/dl and was unconscious. The customer has been off the sensor for months. The caller mentioned having pneumonia, going thru a divorce, moving out, exhausted, and not taking care of her diet. The customer did not feel it was related to the insulin pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.